Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. No displacement anomalies were noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file. The pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was exposed to machines with high magnetic fields. Customer's blood glucose level was over 300 mg/dl. He corrected his blood glucose level with a syringe. The dome label stick was missing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.